Event description:
Teva propofol (B)(4) is leaking through our vent ports in our infusion sets. We use hospira's primary symbiq set (B)(4). This problem represents sterility concerns and requires frequent line changes and much discarded product.